Event description:
Following two passes of the device, to treat an occlusion of in the m1/m2 segment of left middle cerebral artery, a dissection and subsequent subarachnoid hemorrhage were noted. Blood flow was controlled and hemostasis was able to be achieved, however the patient passed away 12 days post procedure due to the progression of their presenting cerebral infarction.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
Following two passes of the device, to treat an occlusion of in the m1/m2 segment of left middle cerebral artery, a dissection and subsequent subarachnoid hemorrhage were noted. Blood flow was controlled and hemostasis was able to be achieved, however the patient passed away 12 days post procedure due to the progression of their presenting cerebral infarction.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of death and patient hemmorrhage are noted as potential complications associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural and patient complications has been assigned to this event.